Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneum infection. It was not reported if the patient was hospitalized for the event. The cause was not reported. The patient was treated with unspecified intraperitoneal drugs. Pd therapy was going on during treatment. At the time of this report, the patient has not recovered from the event. No additional information is available.